Event description:
Event description six months following an av node ablation procedure the ICD is oversensing on the ventricular channel following atrial fibrillation resulting in inhibition of ventricular pacing. The patient was symptomatic with the inhibition. Numerous non-sustained episodes and anti-tachy response episodes have been recorded by the ICD. Thresholds and r-waves are within acceptable limits and impedance measurements have steadily increased since implant.